Event description:
Information was received that during bench testing of this smiths medical cadd legacy plus pump, the pump displayed error code "lec 1861" alarm. There was no patient involvement or reported adverse effects.